Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the physicians attributed the vascular injury to the bulky calcification on the non-coronary cusp leaflet and calcium that extended into the lvot. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure an annular rupture occurred. The patient expired. The 29mm sapien xt was deployed utilizing nominal volume, held respiration and rapid ventricular pacing. Post implant there was moderate paravalvular leak; 1ml was added to the atrion and post dilatation was performed reducing the pvl to mild. No additional dilation was performed due to the bulky calcium present. The patient's groin was closed and the patient was sent to the ccu. The next day the edwards clinical specialist was notified the patient had been emergently returned to the operating room due to suspected bleeding. Upon opening the patient's chest via sternotomy the cts noted that the aorta had a tear. No details of the surgery performed was provided. The cts was unable to repair the aorta and the patient expired on the table. The patient had an annulus measurement of 575-580mm2 via 3mensio and 540 cm2 via intra procedural tee. The lvot was measured at 588mm2. There was a bulky calcium burden on the non-coronary cusp leaflet and calcium that extended into the left ventricular outflow tract [lvot].

Manufacturer narrative:
Cine, CT and echo images for this case were provided to edwards lifesciences for review. All imaging was reviewed by an edwards physician proctor. Cine: balloon angioplasty noted in right iliac artery. Spike of ca+ noted on ncc. No bav images noted. Valve in annulus in correct position then fully deployed with slow inflation. No aortogram performed during implant. No pvl noted. Post dilatation performed. No rupture noted in iliac arteries. CT: valve sizing was correct size for 29mm. Measured correctly. Calcium noted in annulus. Largest ca+ in ncc. Heavy ca+ present in lvot. Tee: echo images reviewed of pre-implant, post implant. Pvl noted in long axis view post implant. 2:46 pm time stamp tee long axis echo. Pvl present. No rupture noted, no pericardial effusion noted, no hematoma noted. Coronary sinus patent. Long axis 145 degree, possible beginning of hematoma noted. Cannot confirm. Impression: no evidence seen that there was a problem with procedure. Valve was measured correctly, valve deployed slowly in good annular position. Bav performed. Additional images would be needed to confirm rupture. The tear reported is not visualized on the images provided.